Manufacturer narrative:
It was reported that the patient allegedly had severe allergic reaction to the custom insoles. On the second day, her feet started burning and she had to go back to the dpm. All the skin on her feet was peeling and the doctor had to remove it. The product was returned to djo for investigation. After evaluating the product, no defect could be confirmed.

Event description:
It was reported that the patient allegedly had severe allergic reaction to the custom inserts.